Event description:
It was reported that during a lap cholecystectomy procedure, the device broke while extracting the gall bladder from the pt. They were able to complete the procedure laparoscopically. There was no pt consequence.

Manufacturer narrative:
Date sent: 09/23/2008. Info anticipated, but unavailable at this time.